Manufacturer narrative:
The was returned and is currently in analysis. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Pre-decontamination testing indicated tissue was in the helix housing. No blood was visually seen in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix appeared slightly stretched, however this damage was found to be procedurally induced. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific crm received information that this right ventricular lead was attempted however the physician was unable to obtain good threshold measurements. A micro perforation was suspected as the patient had a thin heart wall in the apex. The lead became occluded, therefore was removed and a second lead was attempted.

Event description:
--